Manufacturer narrative:
Manufacturer narrative: h3: customer report of regurgitation was confirmed due to gap in coaptation area. Report of leaflet immobility was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and minimal calcification on leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 14mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. As received, free margins of leaflets 1 and 2 were wavy and created a gap in the coaptation area. Host tissue overgrowth may have contributed to the waviness. Sewing ring cloth had multiple cuts around the valve. H11 corrected data: based on the additional information received, this event is no longer considered reportable.

Event description:
Edwards received information that a 31mm 7300tfxj mitral valve, implanted in the tricuspid position, was explanted after an implant duration of ten (10) years, six (6) months due to moderate tricuspid regurgitation caused by leaflet immobility. The device was explanted and replaced with a non-edwards valve. The patient status was reported as recovering.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 31mm 7300tfxj mitral valve, implanted in the tricuspid position approximately ten (10) years, was explanted due to moderate tricuspid regurgitation caused by leaflet immobility. The device was explanted and replaced with a non-edwards valve. The patient status was reported as recovering. The device was returned for evaluation and permitted to dismantle after necessary evaluation. No further information was provided by the doctor, such as if the patient presented any symptoms, or medical history.